Event description:
Hcp reported pump maybe functioning incorrectly/underinfusing. Troubleshooting inconclusive. The device was explanted and returned to the manufacturer for analysis. Patient underwent implantation of another pump. A follow up report will be sent when additional information is received.